Event description:
It was reported that a 71-year-old caucasian female patient underwent unspecified breast surgery with unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture postoperatively. The issue was confirmed via MRI and after consultation with a medical professional. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).